Event description:
Pain and swelling on the right shoulder due to repair failure approximately 10 months post initial repair of recurrent rotator cuff rupture with orthadapt bioimplant augmentation. The orthadapt was removed during the surgery.

Manufacturer narrative:
This case involved a female with recurrent rotator cuff tear, that was repaired with orthadapt bioimplant augmentation. The product was not returned to the manufacturer for evaluation. As a result, testing could not be performed. Cause of the event is unk at this time. Additional info was requested from the physician; however, no additional info was provided at the time of this report. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedics and woundcare, inc is reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.